Event description:
It was reported by service report that the footboard was found snapped in two pieces which left sharp edges and openings that could allow for possible fluid intrusion. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.